Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
There appears to be oversensing on the ventricular lead causing inhibition. The lead impedance went below 200 and lead check flipped polarity to unipolar. The lead remains implanted. (B)(6) 2014 - this lead was capped and replaced on (B)(6) 2014. The pacemaker was not at eri yet, but the physician felt is was best to replace it at this time to prevent another surgery in the near future.